Manufacturer narrative:
The device was received with a broken cow catcher and broken contact pins. Unable to perform function tests due to the broken cow catcher.

Event description:
It was reported that the customer was hospitalized due to high blood glucose levels. It was stated that the infusion set was replaced twice but the blood glucose remained high. Nothing further was reported.